Event description:
When drawing labs with vacutainer, blood returned immediately followed what appeared to be air in tubing. No blood returned to tube. When needle removed and retracted nurse placed vacutainer to plastic container it comes in. Blood leaking out of tubing where tubing connects to vacutainer.